Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the reservoir had an air bubble. The customer was not receiving insulin. Customer's blood glucose level was 195 mg/dl. The air bubble was larger than a champagne bubble. The device was not returned.